Manufacturer narrative:
Investigation summary: "material #: 367988, lot/batch #: 2028429. Bd received eight (8) samples and a photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for gel air bubbles was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for gel air bubbles was observed in seven (7) of the eight (8) samples. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd determined that the root cause of the indicated failure mode was attributed to introduction of air and inadequate purging during gel drum changes. A tool was implemented at the gel dispense area to help aid in identifying and eliminating gel defects. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes that there were bubbles in the bottom of the material. This event occurred 8 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that the tubes have bubbles in the bottom of the material.